Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, 100 retained samples were visually inspected, with no issues identified. Additionally, functional tests were performed on 10 retained samples, and all tubes were within specification limits with no tube push-off observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was tube push off in 10 tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. D.2. Medical device type: jka. D.3. Common device name: tubes, vials, systems, serum separators, blood collection.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was tube push off in 10 tubes. No patient impact reported.